Event description:
It was reported that the health care provider (hcp) went to place the lead during a full implant and they were having trouble placing the lead. After retracting the lead, it was found that the tip of the lead was defective as it clicked and was bent at the end of it. The action required as a result of the event was that a different product was used. The lead that was never implanted would be returned. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if the product issue was resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory; product ID 3889-28, lot # va0nmrc, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4) . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead (B)(4) found that the distal end of the lead was bent beyond the normal 18 degree angle. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.